Event description:
It was reported that caller experienced cracked and shattered touchscreen after pump was dropped and slammed in car door, and customer could not read or use display even though damage was confirmed under screen protector. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement per recommendation and noted interest in out-of-warranty loaner pump, with no additional outcome details provided.